Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in airway from device and inside the tubing area. The patient also alleged of having kidney liver failure, dizziness, nasal congestion, throat irritation and headaches. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged visualization of black particles in airway from device and inside the tubing area. The patient also alleged of having kidney liver failure, dizziness, nasal congestion, throat irritation and headaches. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and during the investigation, pil observed an unknown dust contaminant on the front panel, blower cap, bottom enclosure, blower, blower seal, and blower box. The manufacturer visually inspected the device internally and found the evidence of liquid ingress with a contaminant consistent with mineral deposits was observed on the blower and blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no errors logged and care orchestrator data was not available for download. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was not observed. Pil confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). See ER 2244873 (v01) for the procedure used to make this determination. Section h6 were updated in this report.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in airway from device and inside the tubing area. The patient also alleged of having kidney liver failure, dizziness, nasal congestion, throat irritation and headaches. The patient also alleged of having respiratory issues.